Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6), 2013, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter displayed an error 5 message. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6), 2013 at 1:22pm. The patient manages her diabetes with insulin (self-adjuster); however, the patient denied taking any action in response to the alleged meter issue. According to the csr¿s documentation, as a result of the alleged meter issue, the patient reportedly developed a symptom of sweating approximately 30-40 minutes later; however, the patient denied receiving any form of treatment after the reported product issue occurred. At the time of troubleshooting, the csr verified the patient was using the lfs product for the first time and the test strip completely drew in the patient¿s blood sample. The csr noted, however, the patient was not using the proper testing procedure per owner¿s booklet recommendation. The alleged meter issue remains unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (03/17/2014), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A DHR (device history record) was completed on 02/14/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.